Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows. D.2.a medical device type: jka. D.2.b common device name: tubes, vials, systems, serum separators, blood collection. Investigation summary: bd received 50 samples and 2 photos for investigation. The review of the photos indicated a split female luer adapter. Additionally, 10 returned samples were visually inspected, and 3 split female luer adapters were identified. Furthermore, 10 retained samples were visually inspected, and no damaged female luers were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: damaged/cracked product/component. Bd initiated further root cause investigation relating to the issue of damaged/cracked luer through corrective and preventive actions complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends

Event description:
It was reported that when using the bd vacutainer® push button blood collection set, blood was leaking from a crack in the hub of three (3) units. No adverse impact was reported regarding the patient or user.